Event description:
It was reported that the system would not product x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. No further repair info is available. The system operates as intended.